Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd holder one use jpn, the device experienced the needle and holder separating / spinning out. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: this is a report about separation between the luer adapter of wingset pbbcs and suh. According to the customer¿s report, the luer adapter of wingset pbbcs was separated from the holder during blood collection.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for separation was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd performed fitting test of all cavities of holders with various luer adapters for current production part and no abnormalities were observed. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd holder one use jpn, the device experienced the needle and holder separating / spinning out. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: this is a report about separation between the luer adapter of wingset pbbcs and suh. According to the customer¿s report, the luer adapter of wingset pbbcs was separated from the holder during blood collection.